Manufacturer narrative:
Investigation is ongoing. Not returned.

Event description:
As reported by implant patient registry, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position. Approximately 6 months later, the patient had the 26mm s3 ultra valve explanted and replaced with an edwards surgical valve for an unknown reason.

Manufacturer narrative:
Per the initial report, approximately 6 months post-implantation of a 26mm sapien 3 ultra valve in the aortic position, the patient's valve was explanted and replaced with a surgical valve. Additional information received via medical records indicates the explant was related to endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest late endocarditis caused or contributed to the valve explant. There was no allegation or indication an edwards product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for valve requires intervention, unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, -approximately 6 months later, the patient had the 26mm s3 ultra valve explanted and replaced with an edwards surgical valve for an unknown reason-. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 6 months post-implant is not available at this time. Due to limited information, a definitive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.